Event description:
It was reported that the insulin pump had buttons that were sticking. The customer's mother did not know the blood glucose reading. She advised that she would call back in order process a loaner insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.